Event description:
Dr. Reported that in surgery, the 2.0 x 10 twist drill fractured at the tip. Copy of pan-x enclosed with part. This 2.0 twist was provided with no lot number. This could have been purchased on 11/1999, 1/2000 or 2/2000. Fragments left behind in site. Pt. Has numbness 2 days post-op. Dr. Tried to retrieve pieces, was unable, they went further down.